Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero force. The pump was exercised for 24 hours and the loss of prime warning was not duplicated. The rewind, load, and prime steps were completed successfully. Force calibration testing was performed and passed. Unrelated to the original complaint, the battery cap threads were stripped and were unable to be secured. A test cap was able to be secured for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.